Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, wear abrasion, crease fold, cloudy in the gel and deformation. No other observation observed. Based on the device analysis the final assessment is no issues found related with the manufacturing process and no other observation found. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture, "very uncomfortable capsule which was very thick and painful," and capsular contracture, baker grade IV. Device has been explanted.